Event description:
It was reported that after two repositionings of the lead, it was not possible to extend and retract the helix of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event. It was later reported that the lead was returned.

Event description:
It was reported that after two repositionings of the lead, it was not possible to extend and retract the helix of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix disengaged from helical channel, and blood was noted on helix mechanism and distal conductor (not obstructed); full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.